Manufacturer narrative:
Unit received with blank display due to corroded battery tube, corroded motor home switch, and corroded electronic assemblies. Unit received with cracked case (battery tube). Unable to perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was not turning on. Customer¿s blood glucose value was unknown. The customer stated that they jumped in the ocean with the pump on her and when she got back from swimming she noticed the battery compartment was so hot that she couldn't touch it. Insulin pump was returned for analysis.